Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient got peritonitis. The registered nurse (rn) reported the patient may not do things properly due to a stroke and the patient still gets confused. Upon follow-up, the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit after having noted cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count was obtained, and the patient was given the differential diagnosis of peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily for 14 days. The peritoneal effluent cell count results revealed an elevated wbc count of 1278 u/l, and the patient was formally diagnosed with peritonitis. The patient¿s final peritoneal effluent culture results were negative for growth on (B)(6) 2021. However, a follow-up cell count collected on (B)(6) 2021 still demonstrated an elevated wbc count of 104 u/l. The nephrologist ordered the patient to continue the current course of antibiotics and extended their duration to 21 days. Another peritoneal effluent cell count was collected on (B)(6) 2021 and the wbc count had decreased to 8 u/l. Causality was attributed to the patient not performing hand hygiene prior to discontinuing ccpd therapy. Additionally, the patient admitted frequently not wearing a mask during discontinuation of ccpd therapy (family initiates therapy each evening). The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by nausea, vomiting, abdominal pain, and cloudy peritoneal effluent fluid, which warranted antibiotic therapy. The pdrn attributed causality to the patient neglecting to perform hand hygiene prior to discontinuing ccpd therapy, as well as frequently not wearing a mask as well. Per the pdrn, the peritonitis event is unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Based on the information available, there is no allegation or objective evidence indicating a liberty cycler set defect or malfunction caused and/or contributed to the serious adverse events experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient got peritonitis. The registered nurse (rn) reported the patient may not do things properly due to a stroke and the patient still gets confused. Upon follow-up, the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit after having noted cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count was obtained, and the patient was given the differential diagnosis of peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily for 14 days. The peritoneal effluent cell count results revealed an elevated wbc count of 1278 u/l, and the patient was formally diagnosed with peritonitis. The patient¿s final peritoneal effluent culture results were negative for growth on (B)(6) 2021. However, a follow-up cell count collected on (B)(6) 2021 still demonstrated an elevated wbc count of 104 u/l. The nephrologist ordered the patient to continue the current course of antibiotics and extended their duration to 21 days. Another peritoneal effluent cell count was collected on (B)(6) 2021 and the wbc count had decreased to 8 u/l. Causality was attributed to the patient not performing hand hygiene prior to discontinuing ccpd therapy. Additionally, the patient admitted frequently not wearing a mask during discontinuation of ccpd therapy (family initiates therapy each evening). The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.